Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein old device was upgraded to a 4 port ipg and new leads were added to provide coverage in back and legs. The patient was doing well postoperatively and the explanted ipg was discarded.

Event description:
It was reported that the patient underwent a revision procedure wherein old device was upgraded to a 4 port ipg and new leads were added to provide coverage in back and legs. The patient was doing well postoperatively and the explanted ipg was discarded. Additional information was received that patients back and leg pains were new pains.